Event description:
It was reported that the patient began having "problems" and device interrogation showed the device was "dead". It was reported that it was initially thought that the patient had a stroke, but that was ruled out. The patient was reported to have been having stroke-like symptoms. The relationship of the symptoms to vns therapy is unknown. Attempts to obtain additional relevant information have been unsuccessful to date. Attempts are underway to have the patient undergo generator replacement surgery; however, the patient's insurance will not cover the replacement. No surgical intervention has been performed to date.

Event description:
The physician reported that he doesn¿t know anything about the patient¿s events.

Event description:
On (B)(6) 2014 it was reported that the patient underwent generator replacement surgery that day due to battery depletion. The generator was received for product analysis on (B)(4) 2014. Product analysis is still underway and has not yet been completed.

Event description:
The patient's daughter reported that the patient's depression and ability to communicate is worse than it has been in the past five years. Attempts are being made to have the patient's device replaced, but no surgical intervention has been performed to date.

Event description:
On (B)(6) 2014 product analysis was completed on the explanted generator. The generator was found at end of service and determined to be the result of normal battery depletion. The depletion was an expected event as determined by battery life calculation and battery voltage measurement. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.